Event description:
The patient received emergency room treatment for hypoglycemia.

Manufacturer narrative:
The pump was evaluated in the emergency room by an animas clinical representative and found to be operating within required specifications. The patient has continued to use the pump with no reported subsequent events.